Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 944 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient experienced withdrawal symptoms post pump replacement. It was noted that the patient was on the same dose as with the previous pump and that the logs showed no abnormalities. No further complications have been reported as a result of this event.